Event description:
Patient presented with signs of infection including redness, swelling, drainage, incisional wound opening and non-healing scabs at the site of the right ins device pocket and the burr hole site. A culture was obtained of the device pocket and the scalp/brain area which produced coaglulase negative staphylococcus. The patient was treated with IV antibiotics and under went total device explantation. The infection has resolved. The device was explanted but not returned to the manufacturer for analysis.